Event description:
It was reported that the patient experienced recurring incontinence with a sling, leading to the implant of an artificial urinary sphincter (aus). Sling remains implanted, aus was placed proximally to the sling. The patient was noted to not have suffered any further complications. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.